Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints in this lot number. Add'l info was requested 04/13/2007, on 04/17/2007, and 04/26/2007 by phone, mail and fax. Add'l info was provided 04/13/2007. A completed questionnaire has not been returned.

Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgery, a patient reported glare and halos. The lenses were explanted. Additional information, including patient status, has been requested. Right eye--od--MDR #1119421-2007-00198, left eye --os--MDR #1119421-2007-00199.